Event description:
On (B)(6) 2012, consumer states that while using the toothbrush, a small piece of tooth chipped.

Manufacturer narrative:
On (B)(4) 2012, a call was placed to the consumer, however, blocked numbers are not accepted. On (B)(4) 2012, a call was placed to the consumer using the company phone and a message was left for a call back. On (B)(4) 2012, spoke with consumer. Consumer states that she has spent a great deal of money on crowns to have a nice smile and her dentist recommended that she use a sonicare. Consumer states that this was her first time using the unit. Consumer claims that it was just a small chip. Consumer also stated that she can chew, but the crown will continue to break. Requested that the unit be sent in for evaluation. A return label was sent to the consumer for shipping of the device. On (B)(4) 2012, a message was left to clarify whether a tooth was chipped or a crown was chipped. Have not received the unit, will file a follow up.